Event description:
It was reported that a patient underwent an abdominoplastyprocedure on 01/12/2023 and barbed suture was used. During the procedure, the surgeon was doing an abdominoplasty and was closing all layers using stratafix symmetric and spiral and commented that all of the sutures failed in every layer. Dr said that they 'all blew out at the back' from point of initiation. I asked her if she placed the suture lateral to the incision and double backed over the initiation stitch which she said she did. She said she has logged this concern with the tga. She removed all stratafix sutures and redid the close with her standard sutures. She is now concerned about using stratafix sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Aside from the "longer time under anesthetic", were there any unexpected outcomes or complications as a result of the prolonged surgery time? Nil reported 2. Has the patient shown any signs of developing a surgical site infection (ssi) due to the prolonged surgery time? Nil reported 3. How is the patient doing post-op? Not reported 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nil reported the issue is that the surgeon has narrowly escaped the repercussions of a serious complication from the stratafix sutures not holding the tissue together. She removed all the stratafix and closed the wound a second time using standard sutures. The surgeon noticed that the sutures had ¿blown open at the back in every layer¿ and so she had to remove each layer and close for a second time using standard sutures. The surgeon has lost confidence in the sutures and wont be using them unless this situation can be explained and remedied. 1. Can you identify the lot number of the product (sxpp1a405) that was used? Not sure about the lot numbers of the codes used on the day but can go to the hospital next week to let you know what the code is that they have on shelf currently 2. Can you identify the lot number of the product (sxmp1b103) that was used? Not sure about the lot numbers of the codes used on the day but can go to the hospital next week to let you know what the code is that they have on shelf currently 3. Aside from the "longer time under anesthetic", were there any unexpected outcomes or complications as a result of the prolonged surgery time? Nil reported 4. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) this was reported to me by dr (B)(6). You can always contact her practice manager for any other patient details you may need for this case. (B)(6). Events reported via: mwr-03022024-0001566244, mwr-03022024-0001566245.